Event description:
Attempt to deploy AED. Subject was not resuscitated. (B)(4).

Manufacturer narrative:
Internal device memory and ECG from incident reviewed. Results: artifact detected. Conclusions: report is being filed as it cannot be conclusively stated that device did not contribute to outcome.